Event description:
It was reported that the customer had high blood glucose of 400 mg/dl and dka. Caller stated that the customer's insulin pump had absence of no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.